Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow keypad button was hypersensitive and all other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under key contacts. The down arrow keypad button was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are intermittently unresponsive and are also sticking, causing undesired scrolling at times. The patient reported issues with programmed bolus amounts and was able to successfully reprogram the correct bolus amount. There were no reported blood glucose excursions. The patient reportedly keeps the pump attached to a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the reported keypad malfunction remained unresolved.